Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The hearing performance is reportedly affected and has become worse due to disabling basal channels. As per further information received on march 30, 2023, re-implantation is planned, but no date has been set yet.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show several channels with high impedance status likely due to a damage to the active electrode caused by device minute mobility. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance is reportedly affected and has become worse due to disabling basal channels. Re-implantation is planned, but no date has been set yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance is reportedly affected and has become worse due to disabling basal channels. The user has been re-implanted.